Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead several days after the implant of this crt-d. It was reported that the patient was not pacemaker dependent and that there have been no adverse patient effects. The physician plans to perform a revision procedure in the near future.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Subsequently, the physician elected to surgically intervene, replacing the associated chronic lead. The lead was surgically abandoned and not expected to be received for analysis. Another lead was successfully implanted with this device; no adverse patient effects were reported.